Manufacturer narrative:
Medtronic received additional information that this patient had severe progressive mitral stenosis. Pannus was present at the time of explant. This ring was replaced with a bioprosthetic valve. Prior to the replacement procedure, the patient presented with dyspnea, and fatigue. No other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, one month post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic mitral valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.